Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not cleaning the area prior to performing peritoneal dialysis (pd) therapy, which caused sterile peritonitis. The peritonitis was manifested by cloudy effluent and constipation. It was not reported if the patient was hospitalized. The patient was not showing any other symptoms of peritonitis and was doing well. The treatment for the peritonitis was not reported. The nurse reported that the white blood cells (leucocytes) were always raised for routine tests. The nurse also stated that the patient did not follow the appropriate sterile procedures even though they were trained on pd therapy at the training center just a few days prior to the reported event. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.